Manufacturer narrative:
The returned meter and returned test strips were tested with a retention level 2 control and a retention lin 3 control. Level 2 control testing results (qc range: 2.5 - 3.1 inr): qc 1: 2.8 inr qc 2: 2.9 inr qc 3: 2.8 inr lin 3 control testing results (qc range: 4.1 - 6.8 inr): qc 1: 5.0 inr qc 2: 4.9 inr qc 3: 5.0 inr the obtained qc results were in the allowed range. No error messages occurred during investigation.

Manufacturer narrative:
Unique identifier (UDI) (B)(4). Occupation is lay user/patient. The meter and test strips were requested for investigation. The meter and strips have been received and forwarded for investigation. Routine retention testing is performed. Test strip retention samples passed the internal inspection. The investigation is ongoing and a follow up report will be submitted after completion of the investigation.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) and an unknown roche professional meter. At approximately 10:30 am, the result from the professional roche meter was 3.0 inr. The result from the customer meter within 4 hours was 1.9 inr. The customer has a therapeutic range of 2.5-2.8 inr.